Event description:
It was reported patient presented in clinic for right ventricular (rv) lead extraction. The rv lead exhibited oversensing due to noise. The rv lead was explanted and successfully replaced. Patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in three pieces. Visual inspection found the external insulation to be worn down, causing it to be damaged while also exposing the outer coil. External insulation damage breaking the outer insulation and exposing the outer coil was noted at 46.8cm to 46.9cm from the distal tip consistent with friction to the device can. No other anomalies were found.